Event description:
I am a long standing type 1 diabetic and my endocrinologist had been encouraging me to use a cgm device. I tried the dexcom g5 for about 6 months but I had continuous it issues and the transmitters would not identify my (B)(6) and eventually I just gave up. Recently due to a number of hypoglycemic episodes. I decided to try the device again. I requested a new transmitter which dexcom sent to me (and billed my insurance) but the same it issues persist and I cannot connect the transmitter (inserted into abdomen) to my (B)(6). I called dexcom it yesterday and the rep informed me that there is a known bug in the system and I cannot use the g5 transmitter with the current dos system on my (B)(6). Dexcom is aware of the matter and their engineers are working on a solution. This is fine, however, it is extremely frustrating to know that a medical device company can continue to provide and bill insurance for a product when that (B)(6) users (and I suspect there are many) will not be able to connect. This is fraudulent in my opinion and I want to advise my prescription provider to not pay for this product; however, I am concerned that they will deny future requests once dexcom can correct the issues. Furthermore, I have spent countless hours trying to get this resolved and numerous attempts at re-inserting this medical device into my abdomen with no clinical benefit. This is very frustrating and an inefficient use of healthcare dollars.